Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jul19 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Fluttering noise when o2 is flowing. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 07oct2019, the manufacturer¿s service technician confirmed the reported noise issue. The manufacturer¿s international service technician replaced the da pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Fluttering noise when o2 is flowing. There was no patient involvement.